Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event.

Event description:
It was reported the procedure was performed on (B)(6) 2016. The patient followed up in july, complaining of pain. An x-ray and MRI identified a screw breakage. A revision surgery was performed, the screw head was removed, however the shaft of the screw remains in the patient.